Event description:
A surgeon reported that post cataract surgery and intraocular lens (iol) implant a pt reports seeing dark blurry areas in the temporal (inferior) portion of her vision. Visual acuity (va) pre-operative was 20/25 and postoperative va was 20/20. The iol was explanted.